Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. The date of this complaint is indicated as (B)(6) 2023 and no retention samples could be inspected as the product is expired ((B)(6) 2022) and has been discarded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter (hair) in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tube was found with a hair inside. The following information was provided by the initial reporter: before use, the department found hair in a test tube.